Manufacturer narrative:
The field service representative (fsr) performed a trigger precision test and observed inconsistent level results and replaced the valve, manifold kit (rohs). A service history review of (B)(6) found no additional falsely elevated free t4 results reported since the complaint event. Tracking and trending of the valve, manifold kit (rohs) did not identify any trends. Tracking and trending of the architect i2000sr did not identify any related trends for the current issue. A review of manufacturing documentation did not identify any non-conformances related to the complaint issue. The architect i2000sr service and support manual contained adequate information for troubleshooting erratic results on the architect system and removal, and replacement of the part. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module, serial (B)(6) or the valve, manifold kit (rohs) were identified.

Event description:
The customer reported falsely elevated architect free t4 results for multiple patients. The following data was provided: (B)(6) 2025, sid (B)(6) (female patient): initial result = 34.43 pmol/l, repeat = 15.54 pmol/l. (B)(6) 2025, sid (B)(6) (18-year-old female patient): initial result = 25.20 pmol/l, repeat = 15.09 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2025-00463 under a different suspect device. Completed information for section a1: patient 1: female, sid (B)(6) patient 2: 18-year-old, female, sid (B)(6) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect free t4 results for multiple patients. The following data was provided: (B)(6) 2025, sid (B)(6) (female patient): initial result = 34.43 pmol/l, repeat = 15.54 pmol/l. (B)(6) 2025, sid (B)(6) (18-year-old female patient): initial result = 25.20 pmol/l, repeat = 15.09 pmol/l no impact to patient management was reported.